Manufacturer narrative:
The device history record (DHR) for lot 25a184fhy was reviewed and no anomalies related to the reported issue were observed. A photo and the physical device were received for evaluation, and the reported condition was observed. The root cause appears to be insufficient bonding or absence of a bonding agent on the device. A quality alert has been issued, and manufacturing personnel have been notified for awareness. No corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
Aware date: originally reported as 12-sep-2025 and should be 11-sep-2025.

Event description:
The customer reported that the yankauer cannula came apart at the top. There was no patient harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.